Manufacturer narrative:
Event date: 24 apr 2019. Manufacture date: 17apr 2019. A moog blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was confirmed and the root cause was isolated to a bad hall effect sensor . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. The customer was sent a blower motor controller board and a blower assembly to address the issue. No parts were received at philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.